Manufacturer narrative:
Section b3: event date is estimated.

Event description:
It was reported that the patient experienced an infection at the site of their scs ipg. The patient was treated with antibiotics. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's ipg was explanted to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.